Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 6 hours post-operatively of laparoscopic sleeve gastrectomy, the patient began bleeding and after their blood pressure spiked the patient coded. The patient died before intervention could be completed. It was unknown which device used in the patient's surgery had caused the issue.